Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose levels. Patient stated when she removed the infusion set the cannula would be bent. Patient stated she did not have any concerns with the preparation, insertion or insulin leaking. Patient reported she did sometimes have a few drops of blood or the infusion set cannula was bent. Patient stated she was receiving blood glucose readings around 586 mg/dl, but most were in the 200-300 mg/dl range. Patient's normal blood glucose range is 70-190 mg/dl. Patient reported when her blood glucose went up she called her nurse educator and was told to take an injection. Patient stated she was eventually able to bring her blood glucose down by bolusing and injecting insulin. Patient reported the infusion sets were in for around 24 hours before she would notice the concern with the elevated blood glucose. Patient stated she noticed the concern several times. Replacement infusion sets were sent; no product return was requested.